Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device failed to meet the physician's expectations. Follow up yielded no more specific information is avail able. No patient complications have been reported as a result of this event.